Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced flow issues. The following information was provided by the initial reporter: defective tubing. Attempted to start administration of arsenic IV infusion. Pump kept beeping "check tubing" and was unable to run medication. Double checked all clamps were open. PICC line flushed again - no resistance, positive blood return. Replaced the channel, still didn't work. Then, retrieved new primary tubing, and pump was then able to administer infusion.

Manufacturer narrative:
Device expiration date: unknown device manufacture date: unknown investigation summary: a complaint of pump alarming "check tubing" during infusion was received from the customer. No product or photo was returned by the customer. The customer complaint of tubing defective could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.